Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 17-may-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer's husband stated that her blood sugar is high, but that he believes it the customer and not the meter.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 432 and 373 mg/dl obtained the night prior to the call. The customer¿s expected am fasting blood glucose test result is below 100 mg/dl and expected pm fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Caller stated that 2 hours after the high results of 432 and 373 mg/dl had been obtained, customer had gone to the ER at 12 am this morning. Customer's blood glucose test result at the ER had been 223 mg/dl. Caller stated customer had not been experiencing any symptoms at the time but had just been concerned with the results. Customer did not receive any treatment at the ER and had been discharged. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/30/2025 and test strips had been opened 2 weeks ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.